Event description:
It was reported the patient experienced return of unspecified symptoms. The reporter was considering device troubleshooting. The managing hcp did not have privileges at the hospital the patient was in. The reason for hospitalization was not reported; discharge was being planned. Additional information indicated the patient felt as though he was having withdrawal symptoms following a refill session in 2008. The symptoms included: dizziness, spasm and sweating. The patient's speech was slurred and difficult to understand. At refill, 11 mls were removed from the pump; reported to be a greater volume than usual. The patient's status was described as undetermined; the patient had been hospitalized for the past week. The symptoms started about 1 month ago. The nurses were unable to contact the hcp who manages the pump. The patient requested a dye study. The doctor would not prescribe a dye study. The hospital was resistant to perform any workup because the managing hcp does not have privileges there. The patient wanted to find a new hcp. Additional information has been requested.